Event description:
The device was used during a left colestomy procedure. Reportedly, the anvil did not tilt. The surgeon recut the colon and rectum and manually sutured to complete the procedure. The hospital has reported the patient's condition is satisfactory.